Manufacturer narrative:
The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot number: g0505] was returned for evaluation. Visual examination indicated that the hexalobes on the quick-connect driver¿s distal tip had become twisted and plastically deformed to the point where the tip is no longer functional. Also, the observed damage notes that it is in the direction of tightening. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was performed and no emerging trends were found. The root cause for the driver distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an l3-s1 posterior lumbar fusion including a left iliac screw, dr. Mullaney broke two of the expedium poly screwdrivers while trying to insert an expedium 5.5 iliac screw. Screw was eventually taken out with pliers and an viper iliac screw was implanted as its replacement.